Manufacturer narrative:
(B)(6) follow up: the sample was provided, and an evaluation was performed. The root cause is overstressing of the instrument. The most likely reason for the breakage is material weakening. The reason of this weakening is an older damage due to mechanical forces. Mechanical stress has led to a hairline fracture of underlying stainless steel. Parts of the isolation were still covering/ connected to the breaking area. When using the instrument again, even soft mechanical forces could have led to the breakage. In the pictures of the breakage there are optical discoloration features visible that exactly match to each other when the broken parts are re-assembled. At these points/ sections the material did have a previous non-visible hairline fracture. This issue is an isolated event due to mechanical forces. There have been no issues identified with the material or manufacturing process. The product has been manufactured and tested according to the specifications. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue. H3 other text : see h10.

Event description:
Via email: f256.42 broke during procedure inside the patient. 01nov2019 additional information: 1. What was the procedure that was being performed? Laparoscopic cholecystectomy. 2. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? Dr did not see any part of the instrument in the patient. 3. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Dr did a visual with laparoscopic scope. 4. What was the patient¿s outcome? No known harm to patient. 5. Was the procedure completed as planned? Yes. 6. Can you please send all parts of the instrument for evaluation? Yes. 7. Do you have the lot number? A19xtr. 04nov2019 additional information: surgeon and scrub tech noticed the item was broken outside of the patient, after doing a search they found one piece of the item in the pouch of the drape, one piece was on the floor. It appeared as though all pieces had been located but do to the size and condition of the hook being a 100 percent sure of that is unknown so the surgeon did a visual inside the patient to look and see if any parts were in the body, upon doing a visual search no retained item was found. 08nov2019 additional information: instrument was in good condition at start of case, the instrument had been used during the case. This instrument is used off and on during the procedure and had been working fine. During the case the surgeon put instrument in the patient as he had already done several times, he went to use the instrument and realized the tip of the instrument was no longer there, at that point the surgical team began looking for the tip of the instrument which they were able to locate one piece inside the pouch of the drape and the other piece was found on the floor.

Manufacturer narrative:
Pr #: (B)(4) on 31oct2019 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Via email: f256.42 broke during procedure inside the patient. On 01nov2019 additional information: what was the procedure that was being performed? Laparoscopic cholecystectomy. Did any part the instrument fall into the patient¿s body, and if so, how was it retrieved? Doctor did not see any part of the instrument in the patient. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Doctor did a visual with laparoscopic scope. What was the patient¿s outcome? No known harm to patient. Was the procedure completed as planned? Yes. Can you please send all parts of the instrument for evaluation? Yes. Do you have the lot number? A19xtr . On 04nov2019 additional information: surgeon and scrub tech noticed the item was broken outside of the patient. After doing a search they found one piece of the item in the pouch of the drape, and one piece was on the floor. It appeared as though all pieces had been located but due to the size and condition of the hook being a 100 percent sure of that is unknown, so the surgeon did a visual inside the patient to look and see if any parts were in the body. Upon doing a visual search no retained item was found. On 08nov2019 additional information: instrument was in good condition at start of case, the instrument had been used during the case. This instrument is used off and on during the procedure and had been working fine. During the case the surgeon put the instrument in the patient as he had already done several times. He went to use the instrument and realized the tip of the instrument was no longer there. At that point the surgical team began looking for the tip of the instrument, which they were able to locate one piece inside the pouch of the drape and the other piece was found on the floor. No additional information was provided by the rep at this time.